Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient's device was reprogrammed. The patient did not experience any adverse consequences as a result of the event.